Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 to 12 months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure and the explanted device was not returned. There were no reported complications postoperatively.